Event description:
It was reported via clinical affairs that a patient experienced a third degree block requiring iabp and pacemaker, post-op. No further informaiton provided, device remains implanted with no reported malfunction.

Manufacturer narrative:
Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard peri-operative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. In this case, the patient was further treated and a pacemaker was implanted. However, the edwards device remains implanted and no malfunction reported. No further action required.

Event description:
Additional information has been obtained in which the serial number for this device is now known.